Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon unfurled and was unable to be used. After the insertion issue occurred with the reported balloon catheter, the concomitant sheath was replaced to a competitor¿s device. The competitor¿s sheath was delivered to the appropriate position. While priming of the second intra-aortic balloon catheter (iabc) outside of the patient, the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed. According to the physician, as the patient was reported to have been in unstable condition, the intra-aortic balloon catheter (iabc) and the procedure were not related to the cardiac arrest. The second iab catheter was not clinically used in the patient.

Manufacturer narrative:
Updated sections: b4, d4, g4, g7, h2, h3, h4, h6, h10. Lot #: 3000088979. Serial #: (B)(6). Corrected sections: e2 - 'health professional?' Should be blank as it is unknown. E3 - 'occupation' should be blank as it is unknown. The product was returned with the membrane completely folded with traces of blood on the exterior of the catheter. The extender tubing was also returned. No visual damage noted. A laboratory insertion test was unable to be performed due to the returned condition of the product. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab and since we are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon unfurled and was unable to be used. After the insertion issue occurred with the reported balloon catheter, the concomitant sheath was replaced to a competitor¿s device. The competitor¿s sheath was delivered to the appropriate position. While priming of the second intra-aortic balloon catheter (iabc) outside of the patient, the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed. According to the physician, as the patient was reported to have been in unstable condition, the intra-aortic balloon catheter (iabc) and the procedure were not related to the cardiac arrest. The second iab catheter was not clinically used in the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint#: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon unfurled and was unable to be used. After the insertion issue occurred with the reported balloon catheter, the concomitant sheath was replaced to a competitor¿s device. The competitor¿s sheath was delivered to the appropriate position. While priming of the second intra-aortic balloon catheter (iabc) outside of the patient, the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed. According to the physician, as the patient was reported to have been in unstable condition, the intra-aortic balloon catheter (iabc) and the procedure were not related to the cardiac arrest. The second iab catheter was not clinically used in the patient.